Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 19-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drugs being delivered were morphine (unknown) and bupivacaine, both with unknown doses and concentrations. She thinks the dose/concentration in her pump is "25% or something like that," but was not clear if she was referring to the morphine or bupivacaine. It was reported that the "catheter is not working up to its full potential." The patient further clarified that she had a "different medical procedure" (unrelated to pump/therapy) and stated that they weren't intentionally checking the catheter, but they did and that's when they told the patient that the catheter is "not working up to its full potential." The patient is scheduled to have the pump replaced due to normal service life, but thinks it is being replaced a little sooner due to the catheter. When asked about the event date, the patient stated, "it wasn't that long ago.¿ the patient confirmed they were not hearing an alarm sound. Alarm sounds were reviewed with the patient. The patient was redirected to follow up with the healthcare professional (hcp) to discuss catheter concerns. There were no symptoms reported. There were no further complications reported/anticipated.